Manufacturer narrative:
(B)(4).

Event description:
The pt's condition had deteriorated since his neurostimulator implant. He experienced a change in gait and could not walk since the surgery. Additional info has been requested. A f/u report will be sent if additional info becomes available.